Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during unpackaging, the protective sheath was removed without resistance from the 3.0 x 28 mm xience alpine stent delivery system (sds) and the stent dislodged from the balloon and was located on the prepping table. The sds was not used. A same size xience apline sds was used to complete the procedure. There was no patient involvement and no reported clinically significant delay in the procedure.